Event description:
It was reported in an abstract that a total of 18 patients with pseudoarthrosis following osteoporotic vertebral fractures underwent balloon kyphoplasty procedures (bkp) between jan 2013 and apr 2014. Eighteen cases of 20 vertebral bodies (ages: 61 to 93 years, mean: 77.6 years, male: n=4, female: n=14) that could be followed more than 4 months were evaluated. It was reported that cement extravasation was observed in 3 cases but no additional treatment was required.

Manufacturer narrative:
Literature citation : kenji kishimoto, hidenori inoue, kenichi hirano, ryosuke onoda, yoshimitsu osawa. "Surgical results of percutaneous bkp for pseudarthrosis following osteoporotic vertebral fractures with posterior vertebral wall damage". Pt age: ages: 61 to 93 years, mean: 77.6 years. Pt gender: male: n=4, female: n=14. (B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.